Event description:
Reporter alleges pt's right implant had a known event four months ago which could have caused its rupture; however, tissue reaction noted at time of surgery was that of long term rupture. Pt's left implant was also ruptured. Pathology report on periprosthetic capsule shows fibrocalcific changes.